Manufacturer narrative:
A lot history review for the handpiece was not possible since the lot number of the involved device was not provided. There was no ncr, complaint or MDR associated with the rf controller. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: section 6.0 of the minerva endometrial ablation system operator's manual indicates: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. Section 6.1 of the minerva endometrial ablation system operator's manual indicates: although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator and it might not detect all perforations. Clinical judgement must always be used. Section 7.2 of the minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum.

Event description:
Dr. Reported that a minerva procedure was conducted in a (B)(6) patient suffering from aub (e). Hysteroscopic polypectomy was performed prior to the ablation procedure. Upon completion of ablation, diagnostic hysteroscopy was performed and was remarkable, as dr. Reported that he was unable to distend the uterine cavity and he noted a sudden increase in fluid deficit. Dr. Suspected a uterine perforation, which was subsequently confirmed laparoscopically. The perforation size was reported to be small. Thermal injury to the recto-sigmoid colon was also present. Bowel resection and end-to-end anastomosis was performed. The patient recovered and was discharged.